Event description:
It was reported that the patient experienced hypoglycemia (less than 54 mg/dl) while wearing the pod between 1 and 4 hours. Prior to the event, the patient removed the previous pod due to higher than usual blood glucose (bg) levels. He then applied a new pod and set a temporary basal to have his glucose levels drop lower. The patient fell asleep and then he experienced loss of consciousness. His spouse successfully administered two nasal glucose sprays. Once when awake and aware, the patient was able to drink some juice. The bg went to 280mg/dl and then came down to 230 mg/dl. The patient did not want to seek medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.3. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.